Event description:
It was reported that the patient has been experiencing pain and tenderness at the chest area. It was reported that there is no correlation with settings and that this is similar to the pain the patient felt following generator replacement. The patient was scheduled for generator replacement due to the pain. The patient underwent generator replacement. The explanted generator has not been received for analysis.

Event description:
It was reported that the explanted generator was discarded; therefore, no analysis can be performed.